Manufacturer narrative:
Samples were not received for the investigation. The lot number provided by the customer 627890664x is invalid. Therefore, the device history review could not be completed. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the entriflex tube split at the y-site disconnecting from the tube. No patient injury reported.